Manufacturer narrative:
Additional information was provided in a.1., a.2. ,a.3., d.10., h.3., h.6. And h.10. Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device with the lens was returned in the opened blister tray in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced to the fill line and has underridden the lens. The optic is misfolded up and under. The trailing haptic is torn in the optic/haptic junction and advanced under the optic. The leading haptic is folded within the optic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was used in the device. A plunger underride was observed. The trailing haptic was broken and the optic was misfolded. The root cause of the reported complaint cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger didn't push the iol correctly. There was patient contact. The procedure was completed. Additional information has been requested.